Manufacturer narrative:
The reported events of failure to remove lead from header and stripped were not confirmed. The device voltage was at normal range of operation upon receipt. Visual examinations were performed and left ventricular setscrew was noted to be absent due to removal in the field. Left ventricular setscrew was replaced for further testing. Pin gauge measurement on the header bore port was performed and was within specification. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.

Event description:
During device implant, it was reported that the set screw of the left ventricular (lv) lead was stripped. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.